Event description:
Info received indicates the head section is drifting down.

Manufacturer narrative:
The tech found the motor assembly was dirty and greasy. The tech cleaned and lubricated the motor assembly to repair the bed.